Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: anz j surg. 2023 apr;93(4):1024-1026. Https://doi.org/10.1111/ans.18352 epub 2023 feb 24. Pmid: 36825669.

Event description:
Title: how to do a laparoscopic pancreaticoduodenectomy. The aim of this study is to describe the key operative steps to performing lpd safely and its outcomes. We also will provide some tips and pitfalls based on our experience from 15 cases. Between january 2018 and june 2022, a total of 15 patients underwent an attempted lpd (laparoscopic pancreaticoduodenectomy) while using harmonics scalpel, 4/0 prolene suture, 4/0 vicryl suture and 3/0 silk sutures (ethicon). Reported complications are: n=1; pseudoaneurysmal bleed. Treatment: not mentioned. N=2; suffered from delayed gastric emptying. Treatment: not mentioned. N=1; omental bleed day 1 post operatively. Treatment: requiring a return to theatre for haemostasis. In conclusion, a lpd technique, which can be performed safely without compromise on oncological outcomes. A further benefit for the surgeon and surgical team is the clear visualization of anatomical structures, especially of the retroperitoneal structures.